Manufacturer narrative:
For the subject complaint, the sample was shipped to the manufacturer for evaluation on an unknown date and investigation was performed by the manufacturer. (B)(4).

Event description:
Breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice [airway burns]. Breakage and small burn area noted/piece of fiber broke off [device breakage]. Physician stated they noticed a smell and I stopped the laser [incorrect dose administered]. Case narrative: case number (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: (B)(4)) on 28-jan-2026. This report refers to 77-year-old elderly male patient who had airway burns (breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice), device breakage (breakage and small burn area noted/piece of fiber broke off) and incorrect dose administered (physician stated they noticed a smell and I stopped the laser) following treatment with photofrin (porfimer sodium). The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On (B)(6) 2025, the patient was started on photofrin at 2 mg/kg dose on left upper lung. Fiber used: pb725, 2.5 cm (batch number di24049 and expiration date: 10-oct-2029). At 396 seconds of treatment the physician noticed of a smell and laser was stopped. Breakage and small burn area was noted. The physician retrieved the fiber in full and upon examination, it had broken at the base. The area was cleaned and suctioned to assure no fiber debris was left behind. The physician did plan to re-treat again on friday (B)(6) 2026. The patient tolerated the procedure and was awake and speaking with o.r. Staff when they left. The hospital insisted they needed to keep the broken fiber for internal investigation even when they told them needed to send it back to the manufacturer for the same reason. Photos of the fiber and internal sleeve were attached. Upon follow up, it was reported that the physician was in the left upper lobe and navigating some tight turns rather quickly with the fiber extended. He had to pull back and push forward a couple times to position it correctly. That might be the contributing factor resulting in fiber broke. Physician was not reminded of the fragility prior to treatment. Upon follow up, it was reported that the patient was doing well after initial event and was retreated using back up laser (on hospital request) and fibers. The broken fiber was requested for investigation; request was denied as the hospital wanted to conduct its own investigation. 630 pdt laser was used as back up laser. Laser serial- (B)(6), unique device identifier (UDI): (B)(4), calibration due date: 03-jul-2026. Upon follow-up, complaint (B)(4) analysis and response was received (RMA number: (B)(4)) from pinnacle. Analysis: proximal end connector was in good condition. Distal end broken where the silver ring/stripped fiber connects to the diffuser tip. Possible causes: excessive bending of fiber tip within the endoscope can cause the flexible fiber tip housing to kink, and when activated by the laser would cause heating at the bend junction and would eventually cause the diffuser fiber to burn and fail. Additionally, it was reported that the patient in or (operation room) for bronchoscopy with photodynamic therapy. During the laser portion of the photodynamic therapy portion of the procedure a piece of the fiber broke off while in patient's lung. Md was able to retrieve broken piece and remove it from the patient. However, due to light source coming into contact with oxygen, small airway fire occurred. He had burnt injury at the anterior segment orifice. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events incorrect dose administered, device breakage, and airway burns was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other important medical condition and intervention required for events device breakage, and airway burns however the event incorrect dose administered was non-serious. The reporter considered the event airway burns, incorrect dose administered to be possibly related to photofrin drug and optiguide fiber optic diffuser device, however the event device breakage considered to be unlikely related to photofrin drug and possibly related to optiguide fiber optic diffuser device. The reporter did not provide causality assessments. Consent to follow up with reporter was denied. Follow-up information was received from physician on 29-jan-2026 and additional information received on 31-jan-2026. Additional information included: age, patient initials and dose were added. Consent details were updated. Narrative amended accordingly. Follow up information was received from physician on 05-feb-2026. Additional information included: quality complaint number and laser details were added. Narrative updated. Follow-up information was received on 04-mar-2026 and additional information was received on same day from FDA. Additional information received: investigation report results, reporter (other healthcare professional) and reference numbers were added. Event verbatim for thermal burn, device breakage was updated. Narrative amended accordingly. Case review was performed on 16-mar-2026. (B)(4) was added as manufacturer report number into reference number section to populate under section h of emdr report. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the event of incorrect dose administered to be possibly related to photofrin, as per convention. Event airway burns, and device breakage to be unlikely related to photofrin drug, as per who causality classification system, as events were reported with optiguide fiber optic diffuser device and not drug. The company considered the event of airway burns to be possibly related to optiguide fiber optic diffuser device, as per who causality classification system, as the contributory role of device cannot be excluded in view of plausible temporal association. The company considered the events of device breakage and incorrect dose administered to be possibly related to optiguide fiber optic diffuser device, as per convention.

Manufacturer narrative:
For the subject complaint, the sample was shipped to the manufacturer for evaluation on an unknown date and investigation was performed by the manufacturer. 2201100000-2026-8005. This is default text configured for block h10.

Event description:
Breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice [airway burns]. Breakage and small burn area noted/piece of fiber broke off [device breakage]. Physician stated they noticed a smell and I stopped the laser [incorrect dose administered]. Case narrative: case number (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: (B)(4)) on 28 january 2026. This report refers to 77-year-old elderly male patient who had airway burns (breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice), device breakage (breakage and small burn area noted/piece of fiber broke off) and incorrect dose administered (physician stated they noticed a smell and I stopped the laser) following treatment with photofrin (porfimer sodium). The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On (B)(6) 2025, the patient was started on photofrin at 2 mg/kg dose on left upper lung. Fiber used: pb725, 2.5 cm (batch number di24049 and expiration date: 10 october 2029). At 396 seconds of treatment the physician noticed of a smell and laser was stopped. Breakage and small burn area was noted. The physician retrieved the fiber in full and upon examination, it had broken at the base. The area was cleaned and suctioned to assure no fiber debris was left behind. The physician did plan to re-treat again on friday, 30 january 2026. The patient tolerated the procedure and was awake and speaking with o.r. Staff when they left. The hospital insisted they needed to keep the broken fiber for internal investigation even when they told them needed to send it back to the manufacturer for the same reason. Photos of the fiber and internal sleeve were attached. Upon follow up, it was reported that the physician was in the left upper lobe and navigating some tight turns rather quickly with the fiber extended. He had to pull back and push forward a couple times to position it correctly. That might be the contributing factor resulting in fiber broke. Physician was not reminded of the fragility prior to treatment. Upon follow up, it was reported that the patient was doing well after initial event and was retreated using back up laser (on hospital request) and fibers. The broken fiber was requested for investigation; request was denied as the hospital wanted to conduct its own investigation. 630 pdt laser was used as back up laser. Laser serial- (B)(6). Unique device identifier (UDI): (B)(4). Calibration due date: (B)(6) 2026. Upon follow-up, complaint (B)(4) analysis and response was received (RMA number: (B)(4)) from pinnacle. Analysis: proximal end connector was in good condition. Distal end broken where the silver ring/stripped fiber connects to the diffuser tip. Possible causes: excessive bending of fiber tip within the endoscope can cause the flexible fiber tip housing to kink, and when activated by the laser would cause heating at the bend junction and would eventually cause the diffuser fiber to burn and fail. Additionally, it was reported that the patient in or (operation room) for bronchoscopy with photodynamic therapy. During the laser portion of the photodynamic therapy portion of the procedure a piece of the fiber broke off while in patient's lung. Md was able to retrieve broken piece and remove it from the patient. However, due to light source coming into contact with oxygen, small airway fire occurred. He had burnt injury at the anterior segment orifice. Upon follow-up, it was reported that the reporter confirmed that the user was not harmed. The patient did not appear to be harmed aside from the small burn. Once awake, he was speaking normally and did not complain of pain. Similar complaints received for the product in past 12 months: (complaints unjustified). Similar complaints received for the complaint batch: none. Complaint sample evaluation: evaluation of the complaint sample received shows proximal end connector was in good condition. Distal end broken where the silver ring/stripped fiber connects to the diffuser tip. Investigation was performed by manufacturer and summarized as follows: laser peripherals strives to meet all customer¿s expectations and needs through 100% testing of product before it leaves the manufacturing facility. On 10 february 2025: apcer- pv service provider confirmed the complaint received was considered as reportable event. Hence after completion of investigation the report was shared with pv team for further actions. 09 march 2026: final investigation report shared with the apcer team. No previous complaint of similar nature had been received for the complaint batch. In view of investigation performed by the manufacturer on the complaint confirmed that the proximal end connector was in good condition. Distal end broken where the silver ring/stripped fiber connects to the diffuser tip. Excessive bending of fiber tip within the endoscope could cause the flexible fiber tip housing to kink, and when activated by the laser would cause heating at the bend junction and would eventually cause the diffuser fiber to burn and fail. Refer to manufacturer¿s investigation report (B)(4) complaint analysis letter attached to this record for full details of investigation. Overall risk was mitigated to 'minor' as complaint is unjustified. In view of investigation perfumed the excessive bending of fiber tip within the endoscope could cause the flexible fiber tip housing to kink, and when activated by the laser would cause heating at the bend junction and would eventually cause the diffuser fiber to burn and fail. Additionally, no previous complaint of similar nature had been received for the complaint batch. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events incorrect dose administered, device breakage, and airway burns was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other important medical condition and intervention required for events device breakage, and airway burns however the event incorrect dose administered was non-serious. The reporter considered the event airway burns, incorrect dose administered to be possibly related to photofrin drug and optiguide fiber optic diffuser device, however the event device breakage considered to be unlikely related to photofrin drug and possibly related to optiguide fiber optic diffuser device. The reporter did not provide causality assessments. Consent to follow up with reporter was denied. Follow-up information was received from physician on (B)(6) 2026 and additional information received on 31 january 2026. Additional information included: age, patient initials and dose were added. Consent details were updated. Narrative amended accordingly. Follow up information was received from physician on (B)(6) 2026. Additional information included: quality complaint number and laser details were added. Narrative updated. Follow-up information was received on 04 march 2026 and additional information was received on same day from FDA. Additional information received: investigation report results, reporter (other healthcare professional) and reference numbers were added. Event verbatim for thermal burn, device breakage was updated. Narrative amended accordingly. Case review was performed on 16 march 2026. (B)(4) was added as manufacturer report number into reference number section to populate under section h of emdr report. Quality investigation report (pqc number: (B)(4)) was received on 31 march 2026. Additional information included: complaint categories text and qc comment was added. Narrative amended accordingly. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the event of incorrect dose administered to be possibly related to photofrin, as per convention. Event airway burns, and device breakage to be unlikely related to photofrin drug, as per who causality classification system, as events were reported with optiguide fiber optic diffuser device and not drug. The company considered the event of airway burns to be possibly related to optiguide fiber optic diffuser device, as per who causality classification system, as the contributory role of device cannot be excluded in view of plausible temporal association. The company considered the events of device breakage and incorrect dose administered to be possibly related to optiguide fiber optic diffuser device, as per convention.

Manufacturer narrative:
For the subject complaint, the sample was shipped to the manufacturer for evaluation on an unknown date and investigation was performed by the manufacturer. (B)(4). This is default text configured for block h10.

Event description:
Breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice [airway burns]. Breakage and small burn area noted/piece of fiber broke off [device breakage]. Physician stated they noticed a smell and I stopped the laser [incorrect dose administered]. Case narrative: case number: (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: ap-20260129-503-1) on 28-jan-2026. This report refers to 77-year-old elderly male patient who had airway burns (breakage and small burn area noted/piece of fiber broke off/small airways fire occurred/burn injury at the anterior segment orifice), device breakage (breakage and small burn area noted/piece of fiber broke off) and incorrect dose administered (physician stated they noticed a smell and I stopped the laser) following treatment with photofrin (porfimer sodium). The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On (B)(6) 2025, the patient was started on photofrin at 2 mg/kg dose on left upper lung. Fiber used: pb725, 2.5 cm (batch number: di24049 and expiration date: 10-oct-2029). At 396 seconds of treatment the physician noticed of a smell and laser was stopped. Breakage and small burn area was noted. The physician retrieved the fiber in full and upon examination, it had broken at the base. The area was cleaned and suctioned to assure no fiber debris was left behind. The physician did plan to re-treat again on (B)(6) 2026. The patient tolerated the procedure and was awake and speaking with operating room staff when they left. The hospital insisted they needed to keep the broken fiber for internal investigation even when they told them needed to send it back to the manufacturer for the same reason. Photos of the fiber and internal sleeve were attached. Upon follow up, it was reported that the physician was in the left upper lobe and navigating some tight turns rather quickly with the fiber extended. He had to pull back and push forward a couple times to position it correctly. That might be the contributing factor resulting in fiber broke. Physician was not reminded of the fragility prior to treatment. Upon follow up, it was reported that the patient was doing well after initial event and was retreated using back up laser (on hospital request) and fibers. The broken fiber was requested for investigation; request was denied as the hospital wanted to conduct its own investigation. 630 pdt laser was used as back up laser. Laser serial- (B)(6). Unique device identifier (UDI): (B)(4). Calibration due date: on (B)(6) 2026. Upon follow-up, complaint (B)(4) analysis and response was received (RMA number: RMA-2196) from pinnacle. Analysis: proximal end connector was in good condition. Distal end broken where the silver ring/stripped fiber connects to the diffuser tip. Possible causes: excessive bending of fiber tip within the endoscope can cause the flexible fiber tip housing to kink, and when activated by the laser would cause heating at the bend junction and would eventually cause the diffuser fiber to burn and fail. Additionally, it was reported that the patient in or (operation room) for bronchoscopy with photodynamic therapy. During the laser portion of the photodynamic therapy portion of the procedure a piece of the fiber broke off while in patient's lung. Md was able to retrieve broken piece and remove it from the patient. However, due to light source coming into contact with oxygen, small airway fire occurred. He had burnt injury at the anterior segment orifice. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events incorrect dose administered, device breakage, and airway burns was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other important medical condition and intervention required for events device breakage, and airway burns however the event incorrect dose administered was non-serious. The reporter considered the event airway burns, incorrect dose administered to be possibly related to photofrin drug and optiguide fiber optic diffuser device, however the event device breakage considered to be unlikely related to photofrin drug and possibly related to optiguide fiber optic diffuser device. The reporter did not provide causality assessments. Consent to follow up with reporter was denied. Follow-up information was received from physician on 29-jan-2026 and additional information received on 31-jan-2026 additional information included: age, patient initials and dose were added. Consent details were updated. Narrative amended accordingly. Follow up information was received from physician on 05-feb-2026. Additional information included: quality complaint number and laser details were added. Narrative updated. Follow-up information was received on 04-mar-2026 and additional information was received on same day from FDA. Additional information received: investigation report results, reporter (other healthcare professional) and reference numbers were added. Event verbatim for thermal burn, device breakage was updated. Narrative amended accordingly case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the event of incorrect dose administered to be possibly related to photofrin, as per convention. Event airway burns, and device breakage to be unlikely related to photofrin drug, as per who causality classification system, as events were reported with optiguide fiber optic diffuser device and not drug. The company considered the event of airway burns to be possibly related to optiguide fiber optic diffuser device, as per who causality classification system, as the contributory role of device cannot be excluded in view of plausible temporal association. The company considered the events of device breakage and incorrect dose administered to be possibly related to optiguide fiber optic diffuser device, as per convention.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Breakage and small burn area noted [thermal burn] , breakage and small burn area noted. [Device breakage] , physician stated they noticed a smell and I stopped the laser [incorrect dose administered]. Case narrative: case number (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: (B)(4) on 28-jan-2026. This report refers to 77-year-old elderly male patient who had thermal burn, device breakage (breakage and small burn area noted) and incorrect dose administered (physician stated they noticed a smell and I stopped the laser) following treatment with photofrin (porfimer sodium). The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On (B)(6) 2025, the patient was started on photofrin at 2 mg/kg dose on left upper lung. Fiber used: pb725, 2.5 cm (batch number di24049 and expiration date: 10-oct-2029). At 396 seconds of treatment the physician noticed of a smell and laser was stopped. Breakage and small burn area was noted. The physician retrieved the fiber in full and upon examination, it had broken at the base. The area was cleaned and suctioned to assure no fiber debris was left behind. The physician did plan to re-treat again on friday, (B)(6) 2026. The patient tolerated the procedure and was awake and speaking with o.r. Staff when they left. The hospital insisted they needed to keep the broken fiber for internal investigation even when they told them needed to send it back to the manufacturer for the same reason. Photos of the fiber and internal sleeve were attached. Upon follow up, it was reported that the physician was in the left upper lobe and navigating some tight turns rather quickly with the fiber extended. He had to pull back and push forward a couple times to position it correctly. That might be the contributing factor resulting in fiber broke. Physician was not reminded of the fragility prior to treatment. Upon follow up, it was reported that the patient was doing well after initial event and was retreated using back up laser (on hospital request) and fibers. The broken fiber was requested for investigation; request was denied as the hospital wanted to conduct its own investigation. 630 pdt laser was used as back up laser. Laser serial- (B)(6) unique device identifier (UDI): (B)(4) calibration due date: (B)(6) 2026. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events incorrect dose administered, device breakage, and thermal burn was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other important medical condition and intervention required for events device breakage, and thermal burn however the event incorrect dose administered was non-serious. The reporter considered the event thermal burn, incorrect dose administered to be possibly related to photofrin drug and optiguide fiber optic diffuser device, however the event device breakage considered to be unlikely related to photofrin drug and possibly related to optiguide fiber optic diffuser device. The reporter did not provide causality assessments. Consent to follow up with reporter was denied. Follow-up information was received from physician on (B)(6) 2026 and additional information received on 31-jan-2026 additional information included: age, patient initials and dose were added. Consent details were updated. Narrative amended accordingly. Follow up information was received from physician on (B)(6) 2026. Additional information included: quality complaint number and laser details were added. Narrative updated. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the event of incorrect dose administered to be possibly related to photofrin, as per convention. Event thermal burn, and device breakage to be unlikely related to photofrin drug, as events were reported with optiguide fiber optic diffuser device and not drug. The company considered the event of thermal burn to be possibly related to optiguide fiber optic diffuser device, as per who causality classification system, as the contributory role of device cannot be excluded in view of plausible temporal association. The company considered the events of device breakage and incorrect dose administered to be possibly related to optiguide fiber optic diffuser device, as per convention.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Breakage and small burn area noted [thermal burn] breakage and small burn area noted. [Device breakage] physician stated they noticed a smell and I stopped the laser [incorrect dose administered] case narrative: case number (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: (B)(4)) on 28-jan-2026. This report refers to 77-year-old elderly male patient who had thermal burn, device breakage (breakage and small burn area noted) and incorrect dose administered (physician stated they noticed a smell and I stopped the laser) following treatment with photofrin (porfimer sodium). The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On (B)(6) 2025, the patient was started on photofrin at 2 mg/kg dose on left upper lung. Fiber used: pb725, 2.5 cm (batch number di24049 and expiration date: 10-oct-2029). At 396 seconds of treatment the physician noticed of a smell and laser was stopped. Breakage and small burn area was noted. The physician retrieved the fiber in full and upon examination, it had broken at the base. The area was cleaned and suctioned to assure no fiber debris was left behind. The physician did plan to re-treat again on friday, (B)(6) 2026. The patient tolerated the procedure and was awake and speaking with operating room staff when they left. The hospital insisted they needed to keep the broken fiber for internal investigation even when they told them needed to send it back to the manufacturer for the same reason. Photos of the fiber and internal sleeve were attached. Upon follow up, it was reported that the physician was in the left upper lobe and navigating some tight turns rather quickly with the fiber extended. He had to pull back and push forward a couple times to position it correctly. That might be the contributing factor resulting in fiber broke. Physician was not reminded of the fragility prior to treatment. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events incorrect dose administered, device breakage, and thermal burn was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other important medical condition and intervention required for events device breakage, and thermal burn however the event incorrect dose administered was non-serious. The reporter considered the event thermal burn, incorrect dose administered to be possibly related to photofrin drug and optiguide fiber optic diffuser device, however the event device breakage considered to be unlikely related to photofrin drug and possibly related to optiguide fiber optic diffuser device. The reporter did not provide causality assessments. Consent to follow up with reporter was denied. Follow-up information was received from physician on 29-jan-2026 and additional information received on 31-jan-2026 additional information included: age, patient initials and dose were added. Consent details were updated. Narrative amended accordingly. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the event of incorrect dose administered to be possibly related to photofrin, as per convention. Event thermal burn, and device breakage to be unlikely related to photofrin drug, as events were reported with optiguide fiber optic diffuser device and not drug. The company considered the event of thermal burn to be possibly related to optiguide fiber optic diffuser device, as per who causality classification system, as the contributory role of device cannot be excluded in view of plausible temporal association. The company considered the events of device breakage and incorrect dose administered to be possibly related to optiguide fiber optic diffuser device, as per convention.